Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the titanium tip broke during laparoscopic subtotal thyroidectomy operation. Changed to another one to complete. There was no report on patient's injury.